Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include: icl08jb, 5076, 4574, imk49jb,5594. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 73 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the effect of bipole tip-to-ring distance in atrial electrodes upon atrial tachyarrhythmia sensing capability in modern dual-chamber pacemakers. Pace 2010;33:85-93.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were atrial leads that exhibited far field r-wave (ffrw) oversensing due to lead positioning and tip-ring spacing. The article also reports patients experienced atrial fibrillation (af) undersensing due to implantable pulse generator (ipg) algorithm, blanking periods, and device settings. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.